Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Pump had minor scratched display window.